Event description:
A user facility returned the olympus, model ch-s400-xz-ea, 4k autoclavable camera head to olympus for repair due to a report that the device failed the leak test during reprocessing. Upon inspection and testing of the returned device, it was found that the image disappeared and error "e224" was displayed due to a shortage in the cable and corrosion was present on the charge-coupled (ccd) device pins. This report is submitted due to the finding of image loss with error "e224" displayed. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that an error "e224" occurred and the image was not present due to a shortage in the cable and rust present on the pins of the ccd. Additional evaluation findings are as follows: 1.) Fluid invasion inside the ccd; 2.) The reported problem of a failed leak test was confirmed; 3.) Faded label on the rear cover was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a fluid invasion inside the camera head. The e224 error indicates that communication with the camera head and the processor failed which likely resulted the short-circuit inside the cable. However, the specific root cause of could not be determined at this time.olympus will continue to monitor field performance for this device.